Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patients ipg was explanted due to an unknown reason. No further information has been obtained despite good faith efforts.